Event description:
It was reported the patient had a dilaudid reaction. The patient was unresponsive after getting up to go to the bathroom about four hours post operation. The patient was in the hospital , was given narcan, and was still unresponsive. The manufacturer representative was called to the hospital to turn the pump to minimum rate. The patient had altered mental status. Additional information received reported the patient was discharged from the hospital on (B)(6) 2013. The patient was doing ¿ok.¿ the patient had no problems with decreased mental status. The pump was left at minimum rate until the patient sees her health care provider in 2 weeks for follow up. It was later reported that the patient had fainted right after the surgery on (B)(6) 2013. The reporter believed it was a combination of anesthesia, the pain pump implant, and oral pain medications. The patient was ready for the increase in her pump three days later. The pump was being used to deliver dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8781, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).